Manufacturer narrative:
A literature review indicates that, when a screw is directly coupled to the main rod, a smaller angulation between the screw head and screw body (shaft) may increase load concentration at the screw neck region (sohn et al. 2018). Based on the record review and available information, no manufacturing anomaly was identified. The event is therefore presumed to have resulted from a combination of localized loading at the screw neck region associated with construct configuration and patient-specific clinical factors, including a higher likelihood of delayed union in an elderly female patient, leading to progressive accumulation of cyclic stress and subsequent fracture. As this is the first such case identified by the company, a design enhancement is under evaluation to reduce the likelihood of recurrence by reinforcing the iliac screw neck region. As no intrinsic quality issue with released product has been identified, the company will continue to monitor for similar events and assess trend information.

Event description:
Initial surgery was performed on (B)(6) 2025. During follow-up evaluation, an x-ray taken around (B)(6) 2026 identified a fracture at the neck region of the iliac screw implanted at the s2 level. A revision surgery was performed on(B)(6) 2026 to remove the fractured screw, and the implant was replaced. The fractured device was retrieved, and the manufacturing and inspection records for the associated lot were reviewed. The involved device was polyaxial std. Screw (quad) -8.5x70 mm (lot no. 24k22130). Review of manufacturing and inspection records confirmed that compliant raw material within the required chemical composition and mechanical property specifications was used, and that the device geometry, dimensions, and visual appearance met applicable specifications. The device was designed to meet astm f1717 requirements considering clinically relevant loading conditions.